Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hyperglycemic event that occurred on (B)(6) 2015, resulting in medical intervention. Patient was wearing dexcom equipment at the time of the reported event. Patient reported that dexcom equipment alerted her properly of the high blood glucose (bg) values. Patient checked bg values on glucometer and reported glucometer read above 500mg/dl. Patient's friend happened to call and check on her at that time, and had to call 911 for the patient. When paramedics arrived, patient was administered intravenous (IV) fluid, not specified. Patient reported being in and out of consciousness when the paramedics arrived, and does not recall much of what happened after. Paramedics transported patient to the hospital. Upon hospital arrival, patient was administered insulin and given zoloft for nausea. Patient reported that she stayed at the hospital for 6 hours due to dehydration. Patient was released once she felt better and reported that her son took her home. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hyperglycemia.